Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During an atypical atrial flutter ablation procedure, a cardiac perforation occurred. After transseptal access was obtained the ablation catheter was not able to be maneuvered with ease and was not viewed on fluoroscopy. A intracardiac echocardiography (ice) catheter was advanced into the right atrium and the ablation catheter was viewed within the pericardium. The patient remained in stable condition with no changes in blood pressure. It was decided to cancel the procedure and have the patient return on a later date. There were no performance issues with any abbott device.